Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said the patient had an ins that did not work and needed an MRI of lower back area of body. Caller did not know if the ins had reached end of service or not and said patient had been told the ins should be removed. Caller said they had a note that indicated something happened 2 years ago, but did not know for certain the implant date of the ins. Pt reported that insurance issues and pt can't afford/pay out of pocket. There is a broken lead (at) lower part of back, hcp couldn't find 2 leads in neck. Hcp shut the device down. Patient will have new insurance on 7/1. Patient rather remove it.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2017-11-27 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6) , ubd: (B)(6) 2021, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.